Manufacturer narrative:
The patient's date of birth is unknown. This information was not available from the facility. Cross reference MFR report numbers: 3011416935-2021-00007, 3011416935-2021-00008. Foreign- (B)(6). PMA number is not applicable. The device is a non-commercial product with a ce mark that was used as part of a clinical study. The stellarex device was discarded by the facility, thus no returned product investigation was performed. Although the cause of thrombus is unrelated to the study device, thrombosis is listed in the IFU as a potential complications/ adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2018, two stellarex catheters were used to treat the target lesion of the right mid sfa. During the index procedure, the patient experienced a thromboembolic occlusion. A successful aspiration of the thromboembolic occlusion was performed on (B)(6) 2018. The physician reported this is not related to the study device and it is highly probable that it is related to the procedure. This adverse event is being submitted because the patient experienced a thromboembolic occlusion and required intervention. This is being reported as part of the clinical study.